Event description:
Customer reported a crack on right hand part of his insulin pump's screen. The customer's blood glucose was 560 mg/dl. The customer could not recall how the damage had occur. The customer was advised to disconnect from his insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked and broken end cap and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.